Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision usage sheet that the patient's right knee was revised. Spoke to the rep. The surgeon decided to swap the poly insert from a 5 x 9 cs insert to a 5 x 11 cs insert due to the patient's joint feeling loose. Rep confirmed that no further information would be released by the surgeon or hospital.